Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4) product not returned for evaluation. Customer disconnect the call. Unable to obtain information to replace the meter. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to obtain information to replace the product - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 450 mg/dl. Customer also stated that the meter is giving her results of 800 mg/dl; customer was advised that meter will only register up to 600 mg/dl. The customer's expected fasting blood glucose test result is 130 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer's expiration date is 06/13/2018 and open vial date at time of call is one week. The meter memory was reviewed for previous test result history (customer only provided one result and got upset and disconnected the call; attempted to call customer back with no answer): result 1 : 450 mg/dl date: n/a time: 4:32 pm fasting. Customer called in stating that her meter is giving her results of 800 mg/dl. Advised customer that our meters will only register up to 600 mg/dl. Customer stated that I called her a liar. Asked the cusotmer to go into the meters memory with me to get the last 5 results. Customer only provided us with 1 result and got upset and disconnected the line. Attempted to call customer back with no answer.